Event description:
It was reported that the user experienced repeated scan errors when attempting to pair an fsl3+ sensor with the ilet app despite troubleshooting that involved restarts and redownloading the ilet app with resulted in the need to apply a new sensor and contact the manufacturer. Symptoms included an inability to obtain continuous glucose readings via the ilet app with no adverse clinical symptoms reported. Outcomes included reliance on alternate glucose monitoring with no health impact. User support included guided troubleshooting, app reinstallation, device re-pairing, device restart, and review of potential interference from the manufacturer¿s cgm app previously installed on the phone. Investigation of this case revealed persistent scan errors consistent with cgm pairing or compatibility issues external to the ilet pump, yet the error persisted needing a sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely sensor or mobile app pairing malfunction unrelated to an ilet pump hardware failure.